Manufacturer narrative:
Device evaluation : lens was returned in a eye drop bottle with moisture on lens. Visual inspection found debris on lens. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, tmicl12.6, -12.0/3.0/006 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to lens rotation not associated to a low vault. It was reported that an iol lens was implanted on the same date the icl was removed due to early cataract that was not caused by icl. Patient is in good condition.